Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had insulin flow block alarm. The customer's blood glucose value was 5.9 mmol/l. Customer stated they tried all remedies. Customer was advised the insulin pump will need to be replaced and advised to revert to a back-up plan. The insulin pump will not be returned for analysis.